Event description:
Customer called to say he had a low blood sugar that required assistance. His blood glucose level was 130 mg/dl around 8am on the day in question. He didn't eat or bolus insulin, but he felt himself going low. He ate a granola bar, a candy bar and then another granola bar. He then passed out. When the emts arrived, they tested him and his blood glucose was 28 mg/dl. Customer said the emts had thrown the pod away. No further information is available.

Manufacturer narrative:
The device involved will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggest that the pt always carry extra supplies in case of emergency.